Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working, wake button was sticking, cartridge did not fit onto the pump, that the pump battery was depleting quickly and fluctuating leading to the pump shutting down, and the touchscreen is unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issues.